Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the black power cable connector being damaged which caused difficulties connecting the system controller to battery clips or the power module and the outer jacket of the white power cable being twisted was confirmed via evaluation of the returned system controller. Visual inspection of the returned heartmate 3 system controller, serial number (B)(6), revealed the bend relief to be separated from the black power cable connector. A tear in the outer jacket of the white power cable near the bend relief, and the outer jacket of the white power cable being twisted near the damage were also observed. Due to the separation of the bend relief on the black power cable, additional difficulty was noted when disconnecting the power cable from external power sources. The system controller passed all other functional testing and when connected to a mock circulatory loop, no atypical alarms or issues were produced. A root cause for the damage to the power cables was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 13jul2017. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller power cables. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the black cable connector on the patient's system controller had disintegrated, and it was no longer possible to secure the cable to the battery clips or power module. Additionally, the outer layer of the white power cable was severely twisted. The system controller was exchanged to the backup.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.